Event description:
A software defect has been identified with the philips voxelq workstation utilizing acqsim or acqplan software versions 4.1.4, 4.9.3, 5.0.1, or 5.0.2 when exporting proprietary methods. If a proprietary method is used to export the isocenter position, the z position of the isocenter can be incorrect. The result of this export is an incorrect placement of the isocenter position on the receiving system, which may result in incorrect simulation and/or beam placement that could lead to improper pt treatment. The x and y positions of the isocenter are unaffected during a proprietary export. The export of isocenter info through dicom rt plan is correct. Contour export via all methods is correct.

Manufacturer narrative:
Evaluation summary: an internal evaluation confirms that the philips voxel1 workstation utilizing acqsim or acqplan software versions 4.1.4, 4.9.3, 5.0.1, or 5.0.2 has a software defect when exporting isocenter positions via proprietary methods. If a proprietary method is used to export the isocenter position, the z position of the isocenter can be incorrect. The x and y positions of the isocenter are unaffected during a proprietary export. The export of isocenter info through dicom rt plan is correct. Contour export via all methods is correct.